Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. No product was returned by the customer to assist in this investigation. An internal review indicated that the event was caused by user error during the placement of the device.

Event description:
A male patient was undergoing an endovascular stent graft placement in 2007. During the procedure, the physician attempted to deploy down to the contralateral gate and in doing so, realized that the gate opened up inside the common iliac indicating that the device had come down during deployment. The physician then tried to push the device up to get it close to the renal arteries and in an optimal position. The suprarenal stent opened up while doing so. At that point, the contralateral gate was still in the common iliac and the top of the graft was very low in comparison to the renals. The physician then decided to convert the patient to an aorta uni-iliac repair as they were unable to access the contralateral gate since it was in the ipsilateral common iliac.